Event description:
It was reported that the patient's artificial urinary sphincter(aus) was explanted due to recurring incontinence and pain. The patient was implanted with a new aus device with a 4.0cm cuff and 61-70 cm h2o balloon.

Manufacturer narrative:
Device evaluation: h6 evaluation result codes, h6 evaluation conclusion codes.

Event description:
It was reported that the patient's artificial urinary sphincter(aus) was explanted due to recurring incontinence and pain. The patient was implanted with a new aus device with a 4.0cm cuff and 61-70 cm h2o balloon. Boston scientific has been unable to obtain additional information regarding the circumstances.